Event description:
A patient reported experiencing in accurate erratic results with a tone touch basic enhanced meter. The patient's blood glucose results were 296mg/dl, 118mg/dl, 128mg/dl. Tests were done within 10 minutes with a difference of 58%. Patient did not experience any adverse events. No further information has been reported.